Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with pustules and bleeding on the needle puncture site. The patient went to the hospital and consulted a doctor and they prescribed rinderon (ointment) and flomox (oral). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.